Manufacturer narrative:
Cynosure clinical reached out to site for additional information. Cynosure clinical confirmed no injuries had occurred. Cynosure clinical determined the event to be inconclusive since no other information was received. Cynosure field service engineer (fse) arrived on site to evaluate the device. During evaluation, error code for damaged shutter assembly appeared. To resolve the issue, cynosure fse ordered a shutter replacement and scheduled another visit for repair. The device history record was also reviewed and confirmed passing and meeting all requirements prior to release. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
Site reported picosure laser shot out without operator pressing the foot pedal.